Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow event. The infuser contained 3150mg of fluorouracil in 84ml of sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Manufacturing date -- may 14, 2016 - may 16, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.